Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrode messages, connector unable to latch) has been confirmed. Upon investigation the trunk cable connector was physically damaged. The pins were bent preventing the electrode belt from connecting to a monitor. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to securely latch to the monitor and that the patient was receiving frequent "check therapy electrode" and "adjust belt" messages.